Manufacturer narrative:
(B)(4) for the reported issue of stent blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2013, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2013. On (B)(6) 2013, the patient was hospitalized. On (B)(6) 2013, a pre-study stent placement magnetic resonance cholangiopancreatography (mrcp) revealed a distal biliary stricture. On (B)(6) 2013 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2013, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. A sphincterotomy was performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2013. On (B)(6) 2014 the patient experienced acute cholangitis and the physician noted the stent was occluded with sludge. An additional ercp (endoscopic retrograde cholangiopancreatography) was performed and the sludge was removed, a nasobiliary catheter was placed to flush with saline. On (B)(6) 2014 the physician noted proximal migration of the stent. During an ercp procedure the study stent was removed and replaced with another metal stent, the nasobiliary catheter was replaced. Additional information received (B)(6) 2014. On (B)(6) 2014, the physician noted that the stent was completely occluded with sludge. The sludge was removed during an ercp procedure with a 12mm fogarty balloon. The stent partially migrated proximal to desired location,with the distal end resting at the level of the sphincterotomy. The physician chose to not attempt to remove the stent following the proximal migration due to the acute cholangitis. On (B)(6) 2014 liver function tests were performed. No biliary obstructive symptoms were reported. On (B)(6) 2014 another ercp procedure was performed and the physician noted the stent had migrated distal to the desired location. The study stent was removed using foreign body forceps and another walflex biliary rx fully covered stent was implanted. The patient was reported to be doing well post procedure. Additional information received february 18, 2014. The patient had been admitted to the hospital on (B)(6) 2014 and was discharged on (B)(6) 2014. The event was cholangitis was deemed resolved on (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2013, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2013. On (B)(6) 2013, the patient was hospitalized. On (B)(6) 2013, a pre-study stent placement magnetic resonance cholangiopancreatography (mrcp) revealed a distal biliary stricture. On (B)(6) 2013 liver function tests were performed. No baseline biliary obstructive symptoms were reported. On (B)(6) 2013, the patient underwent biliary stent placement for a distal biliary stricture secondary to chronic pancreatitis. A sphincterotomy was performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2013. On (B)(6) 2014 the patient experienced acute cholangitis and the physician noted the stent was occluded with sludge. An additional ercp (endoscopic retrograde cholangiopancreatography) was performed and the sludge was removed, a nasobiliary catheter was placed to flush with saline. On (B)(6) 2014 the physician noted proximal migration of the stent. During an ercp procedure, the study stent was removed and replaced with another metal stent, the nasobiliary catheter was replaced.